Manufacturer narrative:
The device was found to have a malfunctioned led display during testing. The green/red led was unable to illuminate. The device was repaired and tested to meet all specification on (B)(6) 2017.

Event description:
This is a follow-up for the initially filed MDR (3006575795-2017-00272).

Manufacturer narrative:
The manufacturer is still waiting for the arrival of the device.

Event description:
The customer reported that the device was malfunctioned during testing. No patient information was available. The event date was (B)(6) 2017.